Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. A system check was performed and the customer noted air bubbles in the luer lock and infusion set tubing. The customer removed the air bubbles and delivered the remainder of the bolus.